Event description:
During an incident in 2002 involving a pt with a severe headache and rapid heart rate, this defibrillator was used to monitor with monitor pads and it gave continuous "check electrodes" prompts. The crew powered the unit on and off but the prompt remained. The pt was not diaphoretic and the pads were well adhered to the pt. Als arrived and transported the pt to a hospital. The customer believes the cable is faulty.